Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that after the patient was on the CT couch and was being positioned for a clinical CT procedure, the operator pressed the footswitch to raise the couch and the couch started to lower. The motion was halted when the footpedal was released. A philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse reviewed the logs and found a stuck button error. The fse replaced the left, back gantry control panel to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that after the patient was on the CT couch and was being positioned for a clinical CT procedure, the operator pressed the footswitch to raise the couch and the couch started to lower. The motion was halted when the foot pedal was released. Philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander as a result of this event. The philips fse confirmed that when this issue occurred, philips service evaluated the system logfiles and discovered a stuck button error on the control panel on the CT system. The philips fse ordered and replaced the gantry control panel to resolve this reported issue. The defective gantry control panel that was replaced was scrapped and not available for engineering evaluation. Cause was unable to be determined due to the defective gantry panel not being available for investigation. Based on the information provided and evaluation of the logfiles by philips service, the probable cause of this event was due to a stuck button on the gantry control panel. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include for uncommanded motion of the patient support: the system implements multiple means to prevent un-commanded motion and single point of failure. These means include watchdog timer for drive tasks, redundant switches in the control panel buttons, collision envelope avoidance software, providing emergency stop buttons and emergency power-off (epo) for the user in case of failure of other design mitigations. A failure during motion could be caused either by a software defect in the embedded operating system used or a defect in the control logic implementation, and the system was unable to detect that. The failure could only occur during the time where the operator initiated motion via the control panel. In this case the operator is in contact with the patient and visually watching the motion and would see the couch continue to move after the button was released. The trained operator would use the emergency stop control to stop the motion. Also, design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope; single fault safe against uncontrolled motion: motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system; speed of motorized non-programmed motion is limited.